Event description:
Discordant troponin I results were obtained on a pt sample, generated on immulite 2500. The sample was repeated. Pt treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the discordant troponin I result.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin I results were due to a malfunction of the sample carousel grounding. The fse re-grounded the sample carousel. The instrument is performing within specifications. No further eval of the device is required.